Event description:
During an endovascular repair of an abdominal aortic aneurysm, the physician was able to deliver the main body graft successfully. However, after contralateral iliac limb was placed and the grey positioner was removed and the physician preceded to unsheath the remaining two stents of the main body device on the ipsilateral side. After the two stents were unsheathed, the physician then removed the black thumb screw from the ipsilateral trigger wire release mechanism. After the black thumb screw was removed, the physician proceeded to try and remove the ipsilateral trigger wire release mechanism. With one hand on the grey positioner he began to try and pull the ipsilateral trigger wire release mechanism off but met a lot of resistance. The physician made several more attempts to remove the ipsilateral trigger wire release mechanism from the main body device but still could not get it to move or release. The physician made attempts to wiggle it off with no success. The physician then began to use surgical instruments to try and assist in prying the ipsilateral trigger wire release mechanism from the device in order to release the ipsilateral limb from the grey positioner. After numerous attempts with clamps the physician wedged a pair of scissors in the gap between the ipsilateral trigger wire release mechanism and the grey positioner. It was then when the physician heard a crack and the ipsilateral trigger wire release mechanism seemed to be loose from the grey positioner. The physician then again with one hand on the grey positioner and the other on the ipsilateral trigger wire release mechanism was able to remove the ipsilateral trigger wire release mechanism and release the ipsilateral limb from the grey positioner. The physician said "it felt as if the two were glued or bonded together". After the device was free from the ipsilateral limb, the pin vise was loose and the grey positioner was advanced to capture the top cap. The pin vise was tightened and the grey positioner was removed from the main body sheath. The rest of the procedure was finished successfully. After the procedure, the main body grey positioner, ipsilateral trigger wire release mechanism, and main body sheath were obtained and the device was bagged to be returned for inspection. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.